Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra valve in the aortic the perclose device was unable to be deployed successfully, and the wire came back. A covered stent was placed due to loss of wire access as the perclose did not deploy. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).